Event description:
Pt is a 41-yr-old white female, status post implantation of bilateral subglandular h/s 275 cc gels on 10/2/79. Closed capsulotomy on 11/79. Rt enfolded. Calcification and firmness in lt. Increased pain in rt, rt frozen shoulder, disabling systemic symptoms. Pt complains of morning stiffness, myalgias, paresthesias, spasms, swelling, fatigue, sleep disturbances, hot flashes, headaches, visual changes, dental problems, dizziness, memory loss, rash, positive raynauds, sob, chest pain, choking sensation, increased cholesterol, weight gain, gi disturbances and easy bruising.